Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system failed imaging modalities. Generator bar scrolling on pendant. Atp board not powering on. He ordered a new part and came back the next day for replacement. The medtronic representative replaced the atp board. Dose output verified with dosimeter. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The atp console was returned to the manufacturer for analysis. Investigation confirmed reported problem "atp board would not power on". When atp board was installed in the imaging system, the system did not boot. It was found to have an electrical failure; sub-root cause determined to be no power. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when biomed went to power on the imaging system during a biomed check, the imaging system would not boot. It remained unresponsive with the x-ray generator bar scrolling. Re-booting the system several times did not resolve the issue. The medtronic representative went to the site the next day to further troubleshoot the issue. He discovered that a new apt board was needed. There was no patient present when this issue was identified.